Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the device could not be powered on. Physio-control replaced the power supply pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Event description:
The customer returned their device to physio-control for repair. They indicated that the power supply pcb assembly was damaged. During device evaluation, physio-control observed that the device could not be powered on with either ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed power supply assembly. Physio-control determined that the cause of the reported failure was due to a metal oxide varistor, designator mv3 on the power supply assembly that had shorted and then burnt open, causing a fuse, designator f1 to blow. This then caused the device not to have any ac output and no battery charge.